Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with high blood glucose levels. The father states during the priming process, insulin dripped out of the pump faster than usual. The father states he took the reservoir out to stop the extensive dripping, and re-primed the pump. The pump started functioning normally again. The father states the customer's blood glucose level was 406mg/dl. The father states the level continues to rise to 455mg/dl and then back down to 189mg/dl. Troubleshoot was not able to be completed at the time of call, due to customer having been on route to appointment. The customer will be calling back.